Event description:
New information received notes, no evidence of pocket erosion, no vegetation on the lead were observed. The patient was given IV antibiotics. The physician does not believe the infection was procedure or device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report number: 2938836-2019-14075; 2938836-2019-14076. It was reported that patient's system was explanted due to pocket infection. Patient was stable post procedure.